Manufacturer narrative:
(B)(4). Additional information: the proximal gear was examined under sem higher magnification and all the teeth had low to normal level of sintering and bonding. There were no green state cracks detected in any of the fractures. This type of damage to the gear teeth is likely associated when large amount of tissue are attempted to be cut and excessive force is use in closing the jaw. The broken gears were the result of overload. There was no green state crack observed on any of the teeth.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, when trying to use the device, the activation button was fully depressed and the jaws would not close. The blade would not advance either, and when more force was used to close the jaw, there was an audible cracking noise. The blade was then able to be advanced but afterward the blade would not retract and the jaw would not open. At that point the jaw was manually opened by the resident. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
Results: proximal gear. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the jaws closed. During mechanical testing the jaws would not open and as a result, no functional testing could be performed. The device was disassembled and the proximal gear was missing six teeth, only one of the three gear teeth were returned with the device. The damaged of the proximal gear prevented the jaws from opening and closing. No conclusion could be made as to how the instruments internal gears were damaged.